Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, there were issues with two caps. During preparation for use, when the packaging was opened, the first cap was found torn. This event was captured in (B)(4) and not reportable. Another package was opened and the procedure proceeded. The second cap fell off inside of the patient into the stomach. This event is captured in (B)(4). It was retrieved and inspected for damages and determine to be torn also. The procedure was completed successfully with a third cap. No harm to patient. This event includes 2 reports: (B)(4): d-201-11804, lot 23k. (B)(4): gif-q260j, 2303518 or 2500111. This is event 2 of 2 for (B)(4): gif-q260j, 2303518 or 2500111.

Manufacturer narrative:
This supplemental report in being submitted to provide additional information received from the customer. The investigation is still ongoing. Once the investigation has been completed, a supplemental report will be submitted with the results.

Event description:
The following additional information regarding the reported event was received: the issue occurred during a hemostatic procedure. The patient was not under general anesthesia. Although it was reported that the cap was removed from the patient¿s stomach with grasping forceps, the exact details are unknown. This issue caused a 10-minute procedural delay. The event did not result in injury to the patient¿s stomach or gastrointestinal tract. The cap was inspected for damage before mounting to the device; however, it is unknown if there was any damage to the cap after installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was no scope abnormality based on the complaint information received. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.